Event description:
Device was implanted after the expiration date. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, one crack opening and wear abrasion. Leak test and microscopic analysis was performed which identified: one crack opening, one opening striated and total delamination of valve. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. Total delamination of valve assessed as adhesive failure. One opening striated in the side anterior assessed as surgical damage.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.